Manufacturer narrative:
Evaluation results: one cadd legacy 1 pump (6400) was returned for investigation. The investigator noted some possible fluid ingression on the exterior of the pump. The customer's concern regarding the failed accuracy was unable to be confirmed. Delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%.

Event description:
It was reported that the device "failed accuracy" at a rate of 7.4% above nominal. No known adverse effects to patient.